Manufacturer narrative:
Sections d4, h4: additional information. Manufacturer's investigation conclusion: the report of gastrointestinal (gi) bleeding and syncope could not be confirmed. A direct correlation between the reported events and the heartmate ii left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined through this investigation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of the device and provides information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range. Information regarding postoperative patient care can also be found within this IFU. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2020 for a syncopal fall, suspected gastrointestinal bleed (gib), and a degree of failure to thrive. The patient had a standing order at his community hospital to transfuse for hemoglobin lower than 8. The patient had trauma to his head from the syncopal fall. A computed tomography (CT) scan from (B)(6) 2020 was negative. The patient's international normalized ratio (inr) was 1.6 which was within normal limits for him. The patient's admit hemoglobin was 8. Gastrointestinal had not seen the patient yet so there were no scopes. The patient was transfused with 1 unit of packed red blood cells (prbc) on (B)(6) 2020 for downward hemoglobin trend (from 8 to 7.3 to 6.9). The patient also had a cardiomems device as of (B)(6) 2019.